Event description:
Patient originally had a hemiarthroplasty done (B)(6) 2011 due to a femoral neck fracture. Patient fell and the stem subsided. Dr. Removed rejuvenate stem and implanted a depuy total hip

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer

Manufacturer narrative:
Should read, "(B)(6)." The patient is (B)(6) in height. An event regarding subsidence of a rejuvenate modular stem construct was reported. The modular neck does not interface with the femoral bone. There is no indication that the product reported in this investigation contributed to the event.

Event description:
Patient originally had a hemiarthroplasty done (B)(6) 2011 due to a femoral neck fracture. Patient fell and the stem subsided. Dr. Removed rejuvenate stem and implanted a depuy total hip.